Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, all wright medical components revised due to unknown reasons. Non-mpo explanted products: product ID: 623-00-44f styker trident x3 polyethylene insert/ lot. Number: 07613327025422/ qty: (B)(4).